Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumers regarding a patient receiving baclofen via an implanted pump. The indication for pump use was not reported. The patient¿s friend/family member reported that following the patient¿s routine pump replacement procedure and partial catheter revision (see manufacturer¿s report # 3004209178-2019-16080) on (B)(6) 2019 things seemed better but then started going backwards again. Per the patient, her symptoms were being well controlled then she noticed ¿about 3 weeks after implant the symptoms were returning in (B)(6) 2019¿. She did not think her pump was working. She felt like she was without the medication. The pump was not alarming. The patient¿s friend/family member¿s guess was that the part of the catheter that was replaced came undone or somewhere else was falling apart because they could turn the pump off, up, or down and it made no difference; the patient felt the same. When they turned it up, she felt worse, so they turned it down, and she continued to feel worse. She would take oral baclofen and would feel better. They had tried expressing to the hcp (healthcare professional) that there was a problem again, but the doctor said everything was fine; however, they knew it was not. They wanted to see another hcp and were wondering if the oral baclofen was like the baclofen in the pump. No further complications have been reported as a result of this event.